Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. A visual test was performed and the issue was confirm. The white protector did not go through the purple introducer. Root cause not established. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a percutaneous dilatation tracheostomy, the tracheostoma could not be inserted with the thin white dilator provided after dilatation with the large dilator, as the inner opening of the insertion aid (violet) was not sufficiently continuous. After inserting the guide wire and white kink protection, the tracheostomy tube with the purple-colored introducer was to be inserted. This was not possible as the white anti-kink protection did not fit through the purple-colored introducer (bottleneck). After removing the bend protection, only the guide wire could be threaded through the introducer, so that the tracheostomy tube could still be inserted. Due to the event, the installation of the tk was somewhat delayed. According to the doctor, there were no problems for the patient (sufficient oxygenation at all times). There was patient involvement, but no adverse events were reported. No further information about the event is available.